Manufacturer narrative:
Additional information: the device was manufactured from june 20, 2019 - june 24, 2019. The device was received for evaluation. Visual inspection was performed using the naked eye which revealed a trace of silicone oil located on the interior wall of the housing. Silicone oil is applied on the bladder of every device during the manufacturing process. Occasionally, silicone oil from the bladder would drip on the inner wall of the housing; this condition is cosmetic and has no impact on the functionality nor safety of the product. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "water drop like" liquid was observed inside the housing of a small volume infusor. This occurred prior to patient use. There was no patient involvement. No additional information is available.